Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compound baclofen 2250ug/ml at 280ug/day via an implantable pump. On (B)(6) 2020 wound dehiscence was reported. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics and troubleshooting performed. The actions and interventions taken to resolve the issue was antibiotics were ordered. The pump would be externalized the day of the report so weaning could continue. System explant would be sometime next week once the patient was weaned down to a safe explant dose. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.